Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a bolus from the pump. Customer stated that the pump ran out of insulin and did not alarm. The customer had the pump in his pocket and it hit him in the leg and the screen was scratched and he cannot read it. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Low reservoir alarm works properly. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.